Manufacturer narrative:
We received one (1) 47" pressure tubing for examination. The reported event of "tubing line disconnected" was confirmed. The tubing had been detached from the bond joint with the male connector. The detached tubing male connector was not returned. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. It can be concluded that the most probable root cause is related to an incorrect solvent bonding execution during the assembly process. Awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is not known if user or procedural factors may have contributed to the event. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the before use the nurse observed that part of the tubing line of the pressure transducer was broken. As it was noted before use, there was no allegation of patient injury. Upon product evaluation, the tubing was found to be detached.